Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic aortic valve replacement, when closing the sternum, the passage was difficult, and the needle broke. There was no patient injury.